Event description:
The recipient turned his head to the right and he heard a click in his device and the sound went off. When he turned his head back the sound came back on. Since then he has had intermittent function from the device when moving his head.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2025.

Event description:
The recipient turned his head to the right and he heard a click in his device and the sound went off. When he turned his head back the sound came back on. Since then, he has had intermittent function from the device when moving his head. The user has been explanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue fractures in the coil wire and wireguard. Likely the implant position allowed chronic movement of the implant, ultimately resulting in the observed damage. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately two weeks ago the recipient turned his head to the right and he heard a click in his device and the sound went off. When he turned his head back the sound came back on. Since then, he has had intermittent function from the device when moving his head. The case will be discussed with the surgeon.